Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending; however, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2023).

Event description:
It was reported that during a stent placement procedure, the stent allegedly partially deployed. It was further reported that the partially deployed stent was successfully removed and replaced with another stent. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure, the stent allegedly partially deployed. It was further reported that the partially deployed stent was successfully removed and replaced with another stent. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample analysis could not be performed as the physical device was not returned. Based on the three images provided, a 'partial deployment' and the cascading event 'fracture' are confirmed. Challenging placement site and patient anatomy would require high release force during deployment. Insufficient flushing of the device before use or inadequate accessories may be contributing factors to the reported issue. Based on the information available a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding the preparation of the device the instructions for use states 'flush the stent graft lumen with sterile saline by using a small volume syringe. A) attach the syringe to the luer port at the back of the endovascular system (...). B) attach the syringe to the luer port on the y-adapter, (...) Close the stopcock when flushing is complete and remove the syringe from the luer port'. The instructions for use states regarding the accessories 'the use of an appropriately sized introducer sheath is recommended; prepare a stiff 0.035" guidewire per its instructions for use and advance the guidewire under fluoroscopy to the target location' regarding the precautions prior and during deployment the instructions for use states 'prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure' the packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. H10: d4 (expiry date: 09/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.